Event description:
Tap. It was reported that 34 days after implantation of a 2.5x20mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the 2nd obtuse marginal artery(om2). A pre-intervention stenosis of 90% was reported. Percutaneous transluminal coronary angioplasty (ptca) was performed. A 2.5x20mm taxus stent was deployed in the region of the lesion. A post-intervention residual stenosis of 0% was reported. It was reported that the patient "tolerated the procedure well." The patient presented 34 days after the initial procedure with a 70% in-stent restenosis in the om2. Percutaneous transluminal coronary angioplasty (ptca) was performed. A 2.5x24mm taxus drug eluting stent was deployed in the region of the lesion. A post-intervention residual stenosis of 0% was reported. It was reported that the patient "tolerated the procedure well."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch # 8657970 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Should further relevant information become available, a supplemental medwatch report will be filed.